Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that they did not receive alerts for high and low blood glucose values. The customer's blood glucose value was 56 mg/dl. The customer was declined to troubleshoot for low blood glucose level. The customer was treated with carb intake for low blood glucose level. The customer was assisted with troubleshooting for setup for alerts. The insulin pump will not be returned for analysis.